Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 10ml ll eurographics experienced scale marking issues. The following information was provided by the initial reporter: syringe with scale marking issue: black bands making it impossible to read.

Manufacturer narrative:
Investigation: one photo of a loose 10ml syringe was received and evaluated. It was observed there was two ink rings around the barrel. One ring extended from the 2ml to 3ml marking and one ring extended from the 3.5ml grad line to the 4.5ml grad line. This is rejectable per product specification. Potential root cause for the ink ring defect is associated with the marking process. Most likely worn components prevented excess ink from being removed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that an unspecified number of syringe 10ml ll eurographics experienced scale marking issues. The following information was provided by the initial reporter: syringe with scale marking issue: black bands making it impossible to read.